Event description:
It was reported that pump issued alarm 2 followed by alarm 26, and customer later observed bent infusion set cannula and blockage that was ultimately determined to be in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to disconnect tubing, tighten connection, deliver test bolus with tubing pointed downward, remove and inspect infusion site, and then change infusion set and cartridge, after which customer changed supplies as necessary and safely resumed insulin therapy.